Event description:
During the examination in the duodenum, the processor froze. The monitor screen went black, even though it was still powered on. After a brief troubleshooting session, it was determined that the processor was no longer operable (not even with the keyboard). The keyboard was correctly connected, and operation was also impossible with a keyboard from another endoscopy tower. After switching the processor off and attempting to restart it, the described condition persisted. When withdrawing the endoscope with the now inoperative device, it was only possible to do so blindly, which posed a potential risk to the patient. Furthermore, the necessary inspection of the retraction area could not be carried out. According to the information by the healthcare professional: the patient did not suffer from any injury or complication by this incident. Since the details regarding the purpose of the endoscopy, the patient's condition/outcome and etc. Are unclear, this MDR is being submitted in an abundance of caution.

Manufacturer narrative:
After inspecting the processor vp-7000, fujifilm determined the cause and confirmed it as user mishandling: the main pcb of the processor was probably damaged by improper or excessive use of surface disinfectants. The liquid has penetrated through the vents on the left side of the case. Traces of corrosion on the metal brackets indicate that this may have happened several times. Two capacitors on the main board are scorched. As a result, the processor was non-functional and shut down. The UDI-di for this product in the united states is (B)(4).